Event description:
It was reported that patient was revised on a left knee due to m/l laxity and flexion laxity.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. A photograph of the device was provided but did not add any relevant information to this investigation. There was damage due to the explantation. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that patient was revised on a left knee due to m/l laxity and flexion laxity.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.